Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician, as of a follow up appointment on (B)(6) 2006, the patient is reported to be doing well.all other information is unknown and unavailable.